Event description:
It was reported during a stenting treatment procedure, a guidewire became stuck with a stent delivery system. The target lesion was located in the left popliteal artery. A .035¿ non bsc guidewire was placed down the left leg into the tibial arteries via the right femoral access sheath placed over the iliac bifurcation. The 5x80x130mm innova stent was being tracked over the guidewire when resistance was felt. The physician continued to push the innova stent delivery system and it then became stuck to the non bsc guidewire 10cm past the bifurcation. The innova stent delivery system was pushed into the popliteal artery with the distal end of the guidewire pushed down into the patient¿s foot. The innova stent was successfully deployed and the delivery system and guidewire were both removed together. No patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).